Event description:
We are notifying you that in 2009, a customer called roche diagnostics and indicated that approx 6 months prior, she experienced a low blood glucose event. She indicated that she ate a light meal and tested her blood glucose prior to going to bed. At that time, her reading was 110 mg/dl. At 9:00 the next morning, she awoke, felt dizzy and fell unconscious, injuring her eye. Approx 2 hours later, the customer woke up and was able to consume orange juice, feeling better approx 20 minutes later. The customer received laser surgery on her eye and was prescribed antibiotics approx 5 hours after regaining consciousness. The customer had taken additional blood glucose readings that day but does not recall the values. The customer stated that she was using the minimed paradigm 722 insulin pump at the time of the incident, utilizing novolog. A bolus was not performed prior to the event. The customer provided the following basal rates: 12:00 am to 7:00 am = .80; 7:00 am to 5:30 pm = 1.10; 5:30 pm to 12:00 am = 1.25. No additional info was provided regarding this incident. The paradigm insulin pump mentioned in this event is not mfg or imported by our firm.